Manufacturer narrative:
Approximate age of device- 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during post operation in the early am on (B)(6) 2019, low flow alarm occurred and the patient went into cardiopulmonary arrest. The surgeons suspected pump thrombosis, and the pump was exchanged. The patient was on impella prior to heartmate 2, and experienced multiple device thrombosis previously. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned with the outflow hardware detached from the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed thrombus formations in the inlet stator and adhered to the outlet bearing cup. Although their structure suggests they were in the early stages of development, the duration of their presence in the pump could not be determined. However, they could have contributed to the low flow captured in the log file. A specific cause for the formations could not be determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.